Manufacturer narrative:
The customer reported getting no signal via pads. The device and pads were not returned for evaluation. The customer localized the issue to the pads set. The customer was sent a replacement set of pads.

Event description:
The customer reported getting no signal via pads.